Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. Based on the device evaluation results and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the phenomenon were to recur.

Manufacturer narrative:
An olympus field service engineer (fse) determined that the black specks were from the disinfectant hoses. The switching valve had corrosion from a fluid leak. The switching valve was replaced as a preventative measure. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that black specks were noticed during preventive maintenance on an endoscope reprocessor. The field service engineer (fse) observed the black specks in the mesh filter cover. There were no leaks associated with the reported issue. The device was not in use when the issue was observed. No patient involvement or injuries were reported. No additional information has been obtained.